Event description:
It was reported patient experienced an open wound at the right burr hole site on the scalp. Patient underwent an I&d procedure on (B)(6) 2026 to address the issue.

Manufacturer narrative:
Date of event is estimated.